Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant methods: intravascular, superior technique/tools: direct traction, direct traction with locking stylet, sheath(s) no complications